Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not connecting to the server. A technical support specialist (tss) confirmed that the station required manual recovery. The tss applied knowledge article "manual recovery required - datasyncinvaliduploadchangetrackingvalue", restarted the data synchronization service, and confirmed the station was communicating with the server. The tss rebooted the station and verified that the medication application was running successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not connected to server. There were no adverse events or injuries reported based on this event.